Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months of post deployment, filter removal was planned. Using seldinger technique, the needle was exchanged for a 4 french pigtail catheter which was placed below the level of the inferior vena cava filter. Flush cavogram was performed. Pigtail catheter was exchanged over the bentson wire. After serial dilatation over the bentson wire, bard recovery sheath was placed. The sheath was advanced over the filter, however after multiple attempts and maneuvers, the recovery cone could not be properly positioned, and the procedure was aborted. Cavogram demonstrated angulation of the inferior vena cava filter along with multiple legs of the filter with a horizontally as well as 180 degrees vertically oriented position. In addition, at least one leg has fractured, and was likely embedded within the wall. The multiple displaced legs were unable to be removed. Around, eleven years and four months later, computed tomography scan of abdomen and pelvis was performed for abdominal pain. Superior extent of inferior vena cava filter at the inferior l2 vertebral body. Inferior extent at the inferior l3 vertebral body. A total of five prongs had perforated the inferior vena cava. A single prong had perforated the aorta. Maximum distance of prongs perforated was 10mm. Coronal images showed 4 degree tilt to the right and sagittal images 1 degree tilt anterior posteriorly. There was no evidence of hematoma or other similar complications. Therefore, the investigation is confirmed for filter tilt, material deformation, filter limb detachment, retrieval difficulties, and perforation of the inferior vena cava (ivc). Per medical records, multiple attempts were made to engage the apex of the filter using snare and recovery cone but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement or migration of the filter is a known complication. - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. Approximately nine months post filter deployment, during a filter retrieval procedure, a cava gram demonstrated a tilted filter with the tip embedded in the caval wall, multiple limbs in a horizontal and upward vertical position and at least one detached limb that was likely embedded within the caval wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a procedure monitoring report was provided with a vena cava filter system sticker on it. The patient was intubated on a ventilator receiving general anesthesia. Prep and drape was done. A procedure was done and the patient was in no acute distress with stable vital signs and would return to the surgical intensive care unit. Additional medical records review: the patient with a history of trauma was scheduled for placement of an inferior vena cava (ivc) filter. Access was gained to the right common femoral vein using micropuncture technique and a cavogram was performed. This demonstrated a normal caliber ivc without duplication and single renal veins bilaterally at the expected location. The filter was then placed in good position approximately five mm below the left renal vein without difficulty. The patient was hemodynamically stable at the conclusion of the procedure. Approximately nine months post filter deployment, the patient was scheduled for retrieval of the filter. Access was gained to the right jugular vein using micropuncture technique and a cavogram was performed. This demonstrated a tilted filter with the tip embedded in the caval wall and multiple legs in a horizontal and 180 degrees vertical oriented position. In addition, at least one leg was fractured and likely embedded within the caval wall. Multiple attempts to retrieve the filter with a retrieval cone device were unsuccessful. The decision was made to leave the filter in place. There were no complications and the patient was stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided. Medical records were provided and reviewed. Approximately nine months post filter deployment, the patient was scheduled for retrieval of the filter. A cavogram was performed. This demonstrated a tilted filter with the tip embedded in the caval wall and multiple legs in a horizontal and 180 degrees vertical oriented position. In addition, at least one leg was fractured and likely embedded within the caval wall. Multiple attempts to retrieve the filter with a retrieval cone device were unsuccessful. Based on the provided medical records, the investigation can be confirmed for a tilted filter, detachment of filter limb, material deformation, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. Based on a review of the medical records received, a procedure monitoring report was provided with a vena cava filter system sticker on it. The patient was intubated on a ventilator receiving general anesthesia. A procedure was done and the patient was in no acute distress with stable vital signs and would return to the surgical intensive care unit. No additional information was provided in medical records received. New information received: additional medical records were received and reviewed. The patient with a history of trauma had a vena cava filter successfully deployed without incident. Approximately nine months post filter deployment, during a filter retrieval procedure, a cavogram demonstrated a tilted filter with the tip embedded in the caval wall, multiple limbs in a horizontal and upward vertical position and at least one detached limb that was likely embedded within the caval wall. Despite multiple attempts using a retrieval cone device, the filter was unable to be retrieved. No complications occurred and the patient was stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.